Manufacturer narrative:
Method: device history review results: after review of the device history record, it has been determined that nothing in the manufacturing process contributed to the root cause of the complaint. Since all lenses are 100% inspected, it is unlikely that a lens with an abrasion would have passed through the final inspection unnoticed. Based on the above investigation and complaint information, the most likely root cause would be due to mishandling of the lens at the facility. Conclusion: no conclusion can be drawn. : based on the complaint history, work order search , product evaluation and device history review, we were unable to confirm this complaint. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber. Three piece foldable intraocular lens. Evaulation method - lens work order search. Results - visual inspection of the returned lens showed the lens was split in two pieces and there was a dried surgical residue on the lens. A lens work order search was performed and there were no similar complaints found. Conclusion:based on the complaint history, work order search and evaluation of the returned product, we were unable to confirm this complaint. (B)(6)

Event description:
The customer reported an abrasion on the optic of the cq2015a three piece implantable collamer lens when it was removed from the packaging. No patient contact.